Event description:
During a tfn procedure, upon insertion of the helical blade, the connecting screw broke and lodged in the inserter. It took the surgeon an hour to remove the construct from the patient. Once the construct was removed, the procedure was completed successfully.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be made, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.